Manufacturer narrative:
A steris service technician arrived onsite to inspect the 5085 surgical table and found that the leg cylinder set screw had slipped out of its channel. However, a specific root cause could not be determined. The technician tightened and secured the leg cylinder set screw, tested the unit, confirmed it to be operational, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the leg section of their 5085 surgical table dropped resulting in a loud noise. The patient was transferred to a different table, and the procedure was completed successfully. No report of injury.